Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Pairing test with nordic bluetooth device was performed and passed. Transmitter functional testing was performed and the device passed relevant testing. Share data log was reviewed and a loss of connection was observed within the investigative window. The reported customer complaint was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional patient or event information is available.